Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the video controller board, however, this did not resolve the problem. The in-house engineer replaced the interconnect cable. The system was tested and operates as intended.

Event description:
The customer reported that the video controller board needed to be replaced on the 9800 system. No patient injury was reported.